Manufacturer narrative:
The complaint alleges the prepmate (catalog number 490104, serial number (B)(6)) exhibit centrifuge lid struts failed. Faulty centrifuge lid struts replaced by field service engineer. The instrument tested and return. This is a confirmed complaint and root cause attribute to lid struts. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. The instrument was installed on 03/01/2009. Service history review was performed for the instrument, and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge".

Event description:
It was reported while testing with the inst prepmate final assy univ 100-240v, the centrifuge lid springs no longer held the lid open. There was no health impact or consequences reported.